Event description:
A nurse was maneuvering the microscope to position it for the procedure when the top cover of a surgical light fell off of the fixture while the pt was on the surgical table. The nurse did not witness the cover fall but only heard it hit the floor. No significant injuries were sustained at the time of the incident. The facility did note that the pt had minor scratches on her neck. The light was facing upward towards the ceiling. The nurse interviewed indicated that the microscope may have been supporting it. A preventative maintenance was performed on this light in (B)(6) 2014. At this time, it was noted that the bolts that hold the top cover onto the light needed to be replaced. The bolts were ordered and replaced by a certified technician. Another preventative maintenance was performed in (B)(4) 2015 and the light was found to be in good working condition. At this time, the facility is not releasing the light for further eval.